Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the stent was attempted to be deployed; however, the stent deployed in an incorrect location. It is unknown how the stent was removed. The procedure was completed using another axios stent. There were no patient complications as a result of this event.